Manufacturer narrative:
Evaluation codes result: lack of information (no operative reports were rec'd). Conclusions: lack of information (no operative reports were rec'd).

Event description:
An aneurx stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that 29 months post stent graft implant that the pt was scheduled for what the physician thought to be, stenosis in the iliac below the graft. When the angiogram was performed the left limb was thrombosed in the limb and aortic portion of the stent graft. The physician placed an aortic cuff and 3 iliac limbs on the left side to open up the stent graft. The aortic cuff covered the right renal which received a stent. The pt still had a lot of clot. All of the stent grafts were successfully implanted; however, it was reported that the pt expired of unknown causes. No additional info was provided.